Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high pacing impedance. An x-ray revealed a lead fracture on the proximal end. The patient's left side was occluded with no venous access, therefore the rv lead was abandoned and a new lead was placed from the right side. No patient complications have been reported as a result of this event.